Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited crosstalk. The device was successfully reprogrammed and the issue was resolved. The patient was in stable condition post reprogramming.